Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing ,"flow rate" was reproduced. The event history log review was completed. The customer did not provide an event occurrence date. A review of history log revealed no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was sent for flow testing at 40 ml/hr for 60 mins at 40 vtbi with the results of 45.244 and failing error percentage of 13.11%. The reported condition was verified. The cause of the condition was determined to be extra shim stuck in between a spring. The pressure plate requires readjustment and m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of flow rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.